Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight hyperglycemia with a peak blood glucose of 277 while using the ilet following multiple meal announcements, an occlusion during a meal dose resulting in 79% delivery, subsequent attempts to complete the dose, additional food intake with announcements during the night, and a firmware update; no symptoms were reported and glucose was 126 and stable by the end of the call. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported event characterized as lack of effect and no specific device component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.